Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient had a vf arrest and the device delivered 6 shocks. The patient converted on his own 20 seconds after all vf therapies were delivered. An alert condition noted the shocks were aborted due to 0 ohms hv lead impedance. In clinic, the lead impedance was in range. It was also noted that the patient received external defib in the ER and ICU. The patient was intubated and declared brain dead. The device was deactivated due to dnr and the patient expired.